Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one signia powered handle. Visual inspection of the opened handle found that both batteries were vented, wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Root cause of the observed vented battery was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. A process improvement has been initiated to address this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during servicing, while upgrading the handles from 29.1 to 29.3, three of the four handles in the account were red on the chargers. During examination, the battery contact points on the handles and the contact charging plugs in the charger appeared to have a sticky fluid all over them. It appeared that the fluid was originating from inside the handles themselves, possibly from the battery. It was also tried to clean off the contacts on each of the handles and attempted to charge them on a new charger, but all continued to go red. There was no patient involvement. Medtronic's initial evaluation of the incident is that an analysis of the system logs noted that the handle was opened up and both batteries were found to be vented.